Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated four target lesions. Target lesion one was a de novo, mildly tortuous, 2nd obtuse marginal lesion measuring 2.25x10mm with 75% stenosis. Target lesion one was treated with direct stenting using a 2.25x16mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, mildly tortuous, mid lad (left anterior descending) lesion measuring 2.25x5mm with 75% stenosis. Target lesion two was treated with direct stenting using a 2.25x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion three was a de novo, severely calcified, moderately tortuous, mid lad lesion measuring 2.25x20mm with 75% stenosis. Target lesion three was treated with predilation and placement of a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. Slight balloon withdrawal resistance of the taxus liberte delivery balloon was reported. Target lesion four was a de novo, mid rca (right coronary artery) lesion measuring 2.25x10mm with 50% stenosis. Target lesion four was treated with direct stenting using a 2.25x16mm taxus liberte stent resulting in 0% residual stenosis. There were no reported patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.